Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent auto-off alarms occurred. There was no reported impact to the customer's blood glucose level. Tandem technical support (cts) reviewed pump data with the customer and observed that the customer had not interacted with the pump within the 12 hour time frame the pump was set to, however the contact maintained that this was not correct. Multiple attempts were made by cts to follow up with the customer to discuss the issue further, however no response was received.